Manufacturer narrative:
Requests for additional information have been unsuccessful. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited unspecified out of range pacing impedance measurements associated. The pacing thresholds had increased. The patient was in chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed further evaluation options. There has been no intervention. No adverse patient effects were reported. The system remains in service.